Event description:
A therapeutic radical prostatectomy was performed in 2005. The needle carrier extended normally into the grooves on the distal end of the device and then separated from the proximal end while remaining in place in the grooves. The doctor withdrew the device, still containing the needle carrier, and completed the procedure successfully with another device with no patient complications.